Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was observed with chronically high thresholds. Capture management was noted as set to monitor only. The lead remains in use. No patient complications have been reported as a result of this event.